Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm performed a leak test and observed the iabp unit was leaking from the console and cart . The stm replaced the helium reservoir assembly and tightened all the helium connections which corrected the issue. Subsequently, the stm completed the scheduled pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was leaking helium. A getinge service territory manager (stm) was made aware by the customer upon arrival at the customer's site to perform scheduled preventative maintenance (pm) on the iabp unit involved. There was no patient involved and no adverse event was reported